Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering. The customer¿s blood glucose level was 320 mg/dl at the time of incident. Customer also experienced high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. The customer was treated with bolus. Customer stated that the drive support cap was normal. Customer was assisted with troubleshooting and there was no leak found. The insulin pump and reservoir will not be returned for analysis.